Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "the unsterile top portion of the packaging and the top paper stuck to the sterile packaging" and "unable to open and access the sterile portion". The device was not implanted, and a back up device was used.